Event description:
It was reported that the patient had good urinary relief from (B)(6) 2011 to (B)(6) of this year; she went from getting up 4-5 times to only once each night. The patient was not aware of why she lost therapeutic effect and was not aware of a known accident or incident related to this. She could not use programs 1, 2 or 3, as it causes shocks, like needles in the vaginal and/or anal area. She did have stimulation in program 4 at 5.6 volts, and had buttock pain. She spoke with the manufacturer representative and discussed trying a different setting. The patient saw her physician yesterday, who suggested taking out the right lead and trying a trail for the left side. The physician also suggested turning stimulation off for a few days to see what would happen or leave it on one program, #4. The patient reported a sharp pain if she sits and didn't lay down the right way or while doing water or bike exercises she would get a sharp pain. She has another appointment with her physician next week to fix stress incontinence. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had pain in her left side and her back, which started in (B)(6) 2012. The reporter stated that the patient could not have an ultrasound without pain intervention. The patient's health care provider checked out the device and said that the pain was not related to the device or therapy. It was reported that the patient had leads on the right side that were removed and replaced on the left side because the leads were damaged. The reporter stated that the patient felt pain in her buttock after she did water aerobics. The patient tried to change the settings to resolve the sharp pain in the buttock. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v806787, implanted: (B)(6) 2011, product type lead; product ID 3037; serial# (B)(4), product type programmer, patient. (B)(4).